Manufacturer narrative:
(B)(4). This medwatch report is being voided as it was created in error.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that patient had mesh implanted on (B)(6) 2009. It was further reported that patient had placement of another mesh on (B)(6) 2011. Patient underwent mesh excision on (B)(6) 2011 due to protrusion and dyspareunia.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. The outcomes attributed to the device were pain, erosion, extrusion, infection, vaginal scarring, and urinary problems. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.